Event description:
Possible burn (0.75) noted to right temple of pt's forehead following a eeg exam. The staff members noted that no skin problems were noted under the electrode when the pt complained of burning. A brown spot was found below where the electrode was located.